Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported that a bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes was underfilled. The following information was provided by the initial reporter: "it is reported customer is experiencing under filling. Pir verbiage, - "lithium heparin tubes not filling completely (for quantiferon-tb gold test testing). Quest diagnostics informing customer that qns (quantity not sufficient) for analysis, so outpatient must be called and specimen re-drawn.""

Manufacturer narrative:
H6: investigation summary bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported that a bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes was underfilled. The following information was provided by the initial reporter: "it is reported customer is experiencing under filling. Pir verbiage, - "lithium heparin tubes not filling completely (for quantiferon-tb gold test testing). Quest diagnostics informing customer that qns (quantity not sufficient) for analysis, so outpatient must be called and specimen re-drawn."